Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image loss during angulation issue could not be determined, however, the issue was likely due to a kink on the image sensor cable which may have caused a short circuit of the output signal cable, resulting in the disappearance of the image during the angulation operation. It is presumed that the image sensor cable may have been inserted in a diagonal direction to the trocar, resulting in a strong external load applied to the image sensor cable. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: -the event occurred at the beginning of a therapeutic laparoscopic procedure -the patient was under general anesthesia at the time of the event and there was an approximate 5 minute delay while the scope was replaced. - the procedure was completed using another similar device. - there was no patient harm reported.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope the image would disappear when angle left was applied. The issue was found during preparation for use, and the intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Device returned/received for evaluation, but evaluation not yet performed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.